Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the patient's stimulation was turned on, they experienced a shocking/jolting sensation. The therapy still helped with symptoms. The location of the device is under the right breast with the lead going down and across to the stomach. When the pt felt shocking it was where the leads go down the body, and the shocking caused the muscles to contract and bulge. Sometimes the shocking was triggered by the pt using their abdominal muscles to get up. The symptoms had worsened over the last 4-6 weeks and prior to that had occurred infrequently. There was no known accident or incident related to the complaint. Additional info has been requested.